Manufacturer narrative:
(B)(4) date sent: 1/29/2026 d4: batch #unk. Additional information was requested, and the following was obtained: is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the first fire failed. The surgeon tried to fire again with the same reload but failed again, and then noted could not reverse the knife and could not open the jaw. Tried rbrb to reverse the knife but still failed. Another access was built and another device was used to cut off the tissue to remove the impacted device. The device was removed eventually. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch #482d36. Updated data: h6 (medical device problem code), h6. A manufacturing record evaluation was performed for the finished device batch number of 482d36, and no non-conformances were identified.